Event description:
It was reported that caller experienced cartridge alarm 20 during cartridge load process despite following pump prompts and reported cartridge alarms with consecutive cartridges, although no prior alarms of this specific type were recorded for this pump. There was no reported adverse impact to the customer¿s blood glucose level. Pump was confirmed to be out of warranty, customer was advised accordingly, and suppliers report was provided, with no additional corrective actions documented.